Event description:
Information received from the field does not address the patient's clinical status but notes that a software download was performed due to back-up operation. Although the download was successful, post download battery measurements were 2.53v, 465ua, 18.9 kohms and 2.58v, 467ua, 19 kohms. The device was reportedly exposed to cautery. The device was subsequently replaced.